Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21766.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21766.

Manufacturer narrative:
Results: the complaint for ineffective stimulation was not confirmed. Inspection of the returned leads did not reveal any physical anomalies that would contribute to the complaint. The leads passed all functional and continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21766. It was reported the patient received ineffective stimulation and as a result, discontinued using the scs system. The physician proceeded with explanting the system and also expressed a need for having an MRI performed on the patient.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.